Event description:
It was reported that the pulse generator exhibited a device parameter error message during interrogation. The device was restored to nominal settings which resolved the issue. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.